Event description:
Medtronic received information that during the implant of this bioprosthetic valve, paravalvular leakage was observed. An additional suture was added, which resolved the issue with no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.